Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the infection could not be conclusively determined. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen , synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infecton, inflammation and edema. The angio-seal device instruction for use (IFU) state the safety and effectivenes of the ango-seal device has not been established in patients with pre-existing autoimmune disease. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.

Event description:
It was reported that a 6f angio-seal vip vascular closure device was used deployed. The patient developed an infection, which caused occlusion in the vessel. The patient was immunosuppressed. One week later, the patient developed an abscess and had diminished pulses. The infection was treated; however, it was unknown how. Reportedly the patient was recovering.